Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular channel. This noise was oversensed, resulting in pacing inhibition in this pacemaker dependent patient. A guidant technical services consultant discussed diaphragmatic oversensing as a possible cause.